Manufacturer narrative:
The pump was received with unresponsive buttons due to a keypad connector unlocked on the lcd board. No blank or frozen display was noted. The keypad traces were inspected and no anomalies were noted. The pump was received with broken battery tube threads, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and reservoir tube window. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the display was frozen. The customer's blood glucose level was unknown. The customer states the battery cap was cracked. The customer was advised the pump would have to be replaced and returned for analysis.